Manufacturer narrative:
(B)(4). The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. A review of the surgical video and postoperative images was unable to confirm the report of "foreign particulate". It is possible that the reported foreign particulate may be a reflection or glare. Based on the available information, the root cause of the reported event could not be conclusively identified at this time. MFR# reference: (B)(4).

Event description:
It was reported that following a successful implant of two (2) stents from a trabecular microbypass stent system (os), a foreign particulate was identified on the patient''s left iris (os) during a postoperative examination five (5) days later. There was no report of patient injury. Through follow-up, the surgeon reiterated that there was no adverse impact to the patient and described the patient''s current status as "no problem with the intraocular pressure (iop) and the vision", and no additional medications required. The report also noted that the foreign particulate remains visible and the patient will continue to be monitored.